Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that his insulin pump had a bunch of fine scratches on the screen. The customer's blood glucose was 126 mg/dl. He did not know how the damage occurred. The customer stated it was difficult to read the screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.